Manufacturer narrative:
The customer reported they noted in the event trace battery empty occurred, shutdown for other than pressing on/standby button and internal battery low alarms. Technical support replied to the customer the internal battery should be used as a last resort and if battery power is needed for transport, etc, an external battery should be used. At this time, vyaire medical has not received the suspect device/component for evaluation. Therefore no root cause can be established vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported a battery issue occurred on one of our lap top ventilator 1200 ventilators while connected to a patient. The customer confirmed that there was no harm to the patient associated with the reported event.